Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Apn with cv surgery has noticed that our patients with power piccs seemed to be having a large number of dvts in the arm with the catheters. This was occurring in the beginning of the year. Have not noticed as often this late spring.